Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was fine after the initial operation of esophagectomy but eventually developed bleeding. The surgeon said that the devices worked as intended during the initial procedure nearly a year ago. The anastomosis was created, a leak test was performed and the case was completed, but the issue arose post operatively as the patient did not do well and had recurrent bleeding at the anastomotic site. The patient was readmitted to control the active bleeding and underwent an angiogram twice.